Manufacturer narrative:
The field service engineer found organic material in the mixing vessel. The material was removed. The mixing vessel and probes were flushed. The sample probe and all seals were replaced. Ise checks were performed. Calibration and controls were run. The last calibration performed on (B)(6) 2022 was ok and there were no alarms. The customer verbally stated that controls were acceptable both before and after the event. The provided control data appeared to be ok. Upon review of the alarm trace, an abnormal arbitration alarm occurred on a different module on the same line. This is an indicator of possible poor sample quality. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 8000 ise module. The sample initially resulted in a na value of 152 mmol/l and this value was reported outside of the laboratory to the physician's office. The value was reviewed by a pathologist, who asked for a repeat of the sample. The sample was repeated on a second analyzer, resulting in a value of 142 mmol/l. The repeat value was deemed correct and a corrected report was issued. The na electrode lot number and expiration date were requested, but not provided.